Manufacturer narrative:
(B)(4) (staples did not deploy). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, when transecting the stomach, after firing, the staples of the device did not deploy. A component also fell into the cavity of the patient. They used another device to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Visual inspection and functional testing were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.